Manufacturer narrative:
(B)(4). Event date: unknown. Batch #unk. Additional information: the issue occurred about three weeks ago. The specific procedure date is unknown. It is unknown if any staples deployed or not. The bleeding was controlled easily though and did not change the care of the patient.

Event description:
It was reported that during a laparoscopic colon resection procedure, on the third or fourth firing with a gray reload across a vessel extracorporeally, the device seemed to fire fine but when the jaws were opened the device had cut but there were no staples. The surgeon was able to control the bleeding easily and ligate the vessel to achieve hemostasis. It is unknown what specific method or device was used. The device was tested at the back table with a new reload and fired fine. The same device was used with additional reloads for subsequent firings to complete the case. There were no adverse consequences for the patient.